Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter hurt when the patient tried using it, and also stated that he had urinary tract infection as well. Patient stated that he would not use them and was looking for the touchless catheters by bard.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential failure mode could be ¿material not biocompatible¿ with a potential root cause of ¿patient sensitivity to materials¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect the catheter before use. Do not use the product if the device or packaging is damaged." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the catheter hurt when the patient tried using it, and also stated that he had urinary tract infection as well. The patient stated that he would not use them and was looking for the touchless catheters by bard.